Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the inner package of a low voltage lead was compromised and that the lead had been "ejected by itself." The lead was not used and a replacement was used instead. No patient complications have been reported as a result of this event.